Event description:
An IV was placed by radiologist technician. During preflush with 10ml saline, saline was noted to be leaking out of a small hole near the base of the needle. This created an additional stick for the patient. Manufacturer response for closed IV catheter system, bd nexiva diffusics (per site reporter) equipment failure reported to concordance healthcare distributor, advanced cs specialist. Product available for return.